Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) wore a name tag at chuch and noticed her device was beeping. She removed the name badge and the beeping tones stopped. Later that morning, she reported dizziness lasting about one half hour.